Manufacturer narrative:
Product analysis: a visual review of the implant confirmed the ¿ears¿ of the -03-top component are broken off and not returned for analysis. The implant was returned in the fully opened position. This type of damage can occur if the implant is expanded that the time of implantation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l4-s1. Intra-op, the implant broke during insertion. No fragment of the broken implant remained inside the patient. No patient complications were reported due to this event.